Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The scope was not tight. During the incoming inspection the service found a collapsed ift at 45cm this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the light guide cable buckled, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint.